Manufacturer narrative:
No button error alarms noted. The device had no button response due to corroded keypad traces. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test, and the excessive no delivery test due to no button response. No moisture damage noted on the electronic assembly or on the motor. The device had a scratched display window and a broken belt clip slot. The device received without original belt clip and unable to verify damage to the belt clip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 297 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.